Event description:
A problem was reported. Hcp reported a problem related to a pump. A motor stall was reported. The motor stall was confirmed in attention dialogue box. Motor stall recorded in event logs with motor stall recovery recorded. Company representative reported motor stall recover in no more than 20-30 minutes. Motor stall caused by hcp using magnet when trying to do telemetry to the pump. No symptoms reported. No consequences to the patient were reported at the time. If additional information is received a report will be provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 1999-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, physician. (B)(4).